Event description:
Brush head comes off and breaks apart; little metal pin in mouth [device breakage], no adverse event [no adverse event]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushheads come off and break apart. This began to happen after about a month of use. He has had a little metal pin in his mouth several times while brushing. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.